Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an urgent low glucose event after disconnecting for dinner, then reconnecting and announcing a ¿usual¿ meal, with additional confusion about announcing snacks as meals and timing of announcements, which resulted in a blood glucose nadir of 51 mg/dl for about 40 minutes and was addressed with oral carbohydrates. Symptoms included a slight headache. Outcomes included correction with oral glucose without medical intervention or hospitalization. Investigation included customer counseling and troubleshooting regarding meal announcement timing, snack vs meal announcement, and carbohydrate treatment for hypoglycemia. Investigation of this case revealed user technique issues related to being disconnected during eating, announcing meals after the meal, treating the low with a large carbohydrate load, and announcing snacks as meals. It was concluded that the event was attributable to use error and resolved with education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.